Manufacturer narrative:
H.10 additional manufacturer narrative: the aquabeam robotic system's log file was reviewed, which confirmed no malfunctions during the aquablation procedure. The review of the log file indicated that the system functioned as designed. A review of the device history record (DHR) for ab2000-b rev e/19c00743 was performed, which confirmed that no nonconformances were generated during the manufacturing process of this device. The review indicated that the device met all required specifications upon release for distribution. A review for similar complaints under ab2000-b rev e/19c00743 confirmed no other similar events. A review of similar complaints across all other systems confirmed 18 other similar events reported to procept biorobotics. The aquabeam robotic system's instructions for use (IFU), ifu0104-00, rev. B, was reviewed and states the following: 3. Contraindications do not use the aquabeam robotic system in patients who do not meet the indication for the system's intended use. In addition, do not use the system in the following: · unable to safely stop anticoagulants or antiplatelet agents perioperatively 4.3. Warnings: procedure as with any surgical urologic procedure, potential perioperative risks of the aquablation procedure include: o bleeding. A root cause for the reported event could not be determined. The aquabeam robotic system's IFU lists bleeding as a potential risk of the aquablation procedure. Based on the information provided that the patient was under marcumar anticoagulant medication, plus the review of the log file, DHR and IFU, the event is considered not to be device related. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Manufacturer narrative:
The product is not available for investigation as it is currently in use at the user facility. Investigation by manufacturer is currently in-process.

Event description:
A male patient underwent an aquablation procedure for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation became aware that a week post-aquablation procedure the patient was taken back to the operating room (or) due to bleeding, which was addressed by performing cauterization (per manufacturer's instructions for use, bleeding is a potential perioperative risk of the aquablation procedure). The patient was under marcumar anticoagulant medication (per the manufacturer's instructions for use, patient must safely stop anticoagulants or antiplatelets agent perioperatively). The patient was reported in good condition. No malfunction of the aquabeam robotic system was reported.